Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report

Event description:
It was reported through the filing of a lawsuit that allegedly the patient had a cartiva implant placed in her right first mtp joint. Claimant, through counsel, alleges that she subsequently underwent removal of the cartiva implant with arthrodesis of the right great toe due to pain and stiffness, in addition to a bunionectomy and second through fourth hammertoe correction.